Event description:
While the pt was being turned, the PICC line in the left leg caught under the body and broke off at the hub. The neonatal nurse practitioner was called to the bedside. The nurse attempted sheath replacement without success, and the remaining catheter was removed intact. A new PICC was placed in the right arm. The pt tolerated the procedure well, with no pt harm.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file (s) from this lot.